Manufacturer narrative:
Device evaluated by manufacturer: customer report of paravalvular leak could not be confirmed through visual examination. X-ray demonstrated commissure 2 bent, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Two non-transmural damages were observed on leaflet 3. The leaflet damage was beveled at the outflow aspect, and were typical characteristics of those caused by suture tail abrasion. As received, there was no suture left on the sewing ring. The sewing ring was cut near commissures 1, and near leaflets 2 and 3. Additional manufacturer narrative: through further investigation, it was learned that paravalvular leak was identified at implant of the subject device via echo. However, the implant surgeon elected on leaving the valve and no intervention was performed. One year later post-implant, paravalvular leak was detected via echo and the subject device was explanted. The explant surgeon noted that the subject device was implanted with single sutures and very small pledgets. A small piece of calcium was noted in the annulus during the explant of the subject device. It was reported that due to poor visibility, the annulus was downsized and the 23mm subject device was used which might of contributed to the paravalvular leak. Of note, the 23mm subject device was explanted and replaced with a 25mm edwards valve. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. A manufacturing related issue was not identified. Based on the information received, operational context might of contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing paravalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25 mm aortic valve was explanted after an implant duration of one year, five months, due to paravalvular leak observed between the left and non-coronary sinus. As reported, this 25 mm valve was implanted in mini sternotomy (mis), with single sutures and pledgets. Paravalvular leak was noted at one-year echo control. A 27 mm aortic valve was implanted in replacement. At explant, the valve appeared in perfect condition. The root cause of the paravalvular leak was unknown to surgeon. The patient was noted as to be hospitalized, in stable condition.